Manufacturer narrative:
The reported events were lead dislodgement and capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
New information notes that the left ventricular lead was explanted on (B)(6) 2022, as the lead was no longer capturing any vector due to having been partially dislodged. The patient was stable throughout the procedure.

Event description:
It was reported that a patient was experiencing a significant increase in their capture threshold on their left ventricular lead during a post operation checkup. Programming changes were made. No further intervention was reported. The patient is reported to be stable and asymptomatic.